Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel in the right forearm. A 5.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, during the third inflation at the maximum of 10 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).